Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/may/2024. Additional, changed, and/or corrected data: a2, d1, d4, g4.

Event description:
Duplicate record.

Event description:
Duplicate record.

Manufacturer narrative:
Duplicate record.